Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shuts of every twelve hour and had to reset it every time. The customer¿s blood glucose was unknown at the time of incident. Customer was using older insulin pump but had new insulin pump but had not programmed it yet. The insulin pump will not be returned for analysis.